Manufacturer narrative:
The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at lcd board per visual inspection. The device passed rewind, basic occlusion test,occlusion test, prime test, excessive no delivery test and displacement test. Device was received with cracked case at lcd window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.